Event description:
It was reported to philips that the emergency stop button (e-stop) was activated several times, which would impact imaging and geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) checked the system remotely and confirmed that reported problem. After reviewing the log file, rse found that there are errors in the operation of the wired pedal. Onsite visit, upon troubleshooting, fse found faulty wired foot switch. To resolve the problem, fse replaced wired footswitch and return the part for further analysis, and it found missing of anti-slip features, screws on the mounting plate are loose. After replacement of wired foot switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by turn on the emergency stop key on that time with minimal delay of about 30-60 second as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Correction data: addition narrative. Philips has investigated this complaint. According to the additional information collected, the atrial oncology procedure was performed when the issue happened. The procedure was delayed and after that completed by turn the e stop key as indicated. A philips field service engineer (fse) inspected the system and confirmed the reported malfunction. After reviewing the log, fse found the 'sliding gantry cabinet' had spontaneous rebooting issues. Upon troubleshooting, fse found electronic contact problem inside the ¿sliding gantry cabinet. To resolve the problem, fse was replaced the couch power board and control board inside the ¿sliding gantry cabinet¿. After replaced the couch power board and control board, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by turn on the emergency stop key on that time with minimal delay of about 30-60 second as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Correction data: addition narrative, evaluation result code, component code, conclusion code. Philips has investigated this complaint. There was no malfunctioning of azurion system on (B)(6) 2025, this complaint was created for sliding gantry cabinet issue which was not related to igt-s azurion system. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the azurion system has not malfunctioned and the reported issue was not related igt system is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.